Manufacturer narrative:
(B)(4). The reported events of high intraocular pressure, iritis, hyperemia, and corneal edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Clinical patient experienced the adverse events of anterior chamber inflammation, conjunctival hyperemia, and corneal edema with a xen 45 gel stent the day after implant. All events were mild,no treatment was noted, and the events all resolved. A new adverse event occurred with this patient roughly a month after implant that was described as postoperative iop loss of control. Event is severe and required accompanying operation to resolve the event. The xen remains implanted in the left eye.

Event description:
Additional information received noting the bleb separation procedure was conducted as the patient had cicatrix after the xen®45 gts implant. The same xen®45 gts was re-implanted after the removal of the scar tissue. The device remains implanted.

Manufacturer narrative:
Continued d.11.: sodium hyaluronate eye drops, and pranoprofen eye drops. Additional information: a.2., a.3., b.5., d.7., d.11., and h.6. Further information from the reporter regarding event and device status has been requested. No additional information is available at this time. The events of device migration and bleb-related issues are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information was received noting the patient underwent a bleb separation procedure under local anesthesia in the left eye roughly 3 months after implant. During this operation, it was noted the xen device had moved into the anterior chamber. The patient was hospitalized the next day for the displacement of the device. A week later, the patient underwent a successful anterior chamber paracentesis, xen removal and reinsertion of a new device. The subject was discharged three days later with iop in the normal range. Treatment medications for this patient included levofloxacin eye drops.